Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributted to battery maintenance. The returned battery was confirmed depleted, as it had been depleted through normal use on a separate AED 3 device before being swapped into this device. No fault found with the device. The device was recertified and returned to the customer. It was recommended that the customer review the AED maintenance and battery management policies and procedures to prevent recurrence. Claim closed as a battery management issue. Analysis for reports of this type has not identified an increase in trend.